Event description:
Customer reported motor error alarm and no delivery. Customer states that the insulin pump is also cracked around the rubber area. Advised customer to disconnect from the insulin pump. Customer is unable to rewind the insulin pump. The blood glucose reading is 63 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and motor tests. No excessive no delivery alarm or motor error alarm was noted. The insulin pump had a broken reservoir tube lip, cracked reservoir tube window, cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at display window corner, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.